Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she had previously called about a month ago in regards to the insulin pump alarming failed battery test and alerting weak battery. A new battery cap was sent and the device was functioning correctly, but now the issue is starting to reoccur. The customer's blood glucose was not provided. Trouble shooting was performed and the device alarmed failed battery test. The customer had previously called on (B)(6) 2016 with the issues stated above. Her blood glucose was 120 mg/dl then. Troubleshooting was performed. The customer had been advised a new battery cap will be sent to rule out any issues with it. Due to the issues reoccurring a month later, the customer was advised to discontinue use of the device, revert to her backup plan, and the device needed to be replaced. She might return the device for analysis.